Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the plug of the patch cable is broken on the defibrillator. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device onsite and it was determined that this was a malfunction of the dfm100 assy therapy receptacle which was replaced. The device was returned to full functionality and remains at the customer's site. No further action is warranted at this time.